Event description:
Philips received a complaint from customer biomed reporting a low leak co2 rebreathing risk message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue in review of the device event log. The issue was reproduced in testing. The rse verified customer set up. The customer requested part details for replacement flow sensor assembly and data acquisition (da) printed circuit board assembly (pcba) for repair. The bme reported further repair was declined. The device was removed from inventory and will not return to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.